Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they put it in on thursday and still they were not 100%, they were going 4 times a night and they were trying to improve going during the night but they do not have results yet and the implant was not in a comfortable place. They were not comfortable when they were in bed. Reviewed device education information. Redirected to their doctor. Patient said they have an appointment with their doctor in 2 weeks. The patient reported pain at implant site.